Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 13 cr insert. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During a review of the medical records it was reported patient had left knee manipulation.